Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as fold flaw opening. Observed a missing piece of shell assessed as inconclusive. As per the investigation procedure creases and non penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture confirmed with ultrasound and mammogram. The device has been explanted.

Event description:
Healthcare professional reported left side rupture confirmed with ultrasound and mammogram. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-13889.